Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. (B)(6). E1 - initial reporter email: added.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the mild calcified vessel. A 12.0 x 20, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 30 seconds. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: (B)(4). E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the mild calcified vessel. A 12.0 x 20, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 30 seconds. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.